Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega sturecut needle driver instrument was analyzed and found to have a broken yaw axis 7 grip cable at the proximal inside the housing. The cable was fully broken. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys does not exhibit signs of residue on the clamping pulley that would have contributed to the broken cable. The complaint regarding a broken wire was confirmed by failure analysis. Common causes of broken: proximal yaw axis 7 grip cable, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.